Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatectomy procedure, approximately fifteen minutes into the procedure the surgeon visualized through the camera that the teflon pad detached from the device. The doctor proceeded to remove the instrument and teflon pad. The doctor completed the procedure using a second like instrument that seals 5 mm vessels. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 11/03/2016. (B)(4). Photo analysis. This analysis is based on an image send by the account and is not of the instrument. The physical analysis of the instrument can be reviewed under analysis: (B)(4). Image a: the image provided by the account appears to be that of an harh36 instrument. It shows the tissue pad on the clamp arm detaching from the instrument. Image b: this is an image of the reported instrument in a bag. Image c: this is an image of the reported instrument and a teflon tissue pad inside an instrument. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The picture reviewed adds no additional information to the actual analysis performs. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. Device analysis: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.